Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room. Interrogation of the pulse generator noted that the pulse generator was in backup bvvi mode. Programming changes were made. The patient was in stable condition.